Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 27-dec-2021, 06-jan-2022, 10-jan-2022, and to report that product analysis lab received the complaint device on 04-jan-2022. This MDR submission also includes a correction. On 10-jan-2022, it was confirmed that the procedure was to treat a venous thrombosis. The healthcare professional reported that during a thrombectomy procedure for an acute ischemic stroke (ais); the location of the occlusion is not known, the 132cm embovac 71 aspiration catheter (ic71132ca / 30555839) was used several times with competitive stent as a combined system. However, the tip of the embovac got damaged and a concomitant microcatheter could not be inserted into the inner lumen. It was not clear if a continuous flush was maintained. [Additional information]: on 18-nov-2021, additional information was received. The information indicated that the embovac was used to remove a venous thrombus. Three aspiration catheter with proximal balloon (asap) technique passes and two continuous aspiration prior to intracranial vascular embolectomy (captive) technique passes were done by combination with a 6mm stent. During the last captive pass, the firm thrombus was ¿bitten off¿ and it was difficult to remove. The physician commented that this may have led to the fracture of the embovac tip. As for suction, manual suction was performed with a back lock syringe. There was no report of any patient adverse event or complication. On (B)(6) 2021, additional information was received. The information indicated that the distal end of the device appeared to be crushed ¿as curl.¿ there was no crack nor separation there. Excessive force was not used. It was reported that this was a ¿convind technic used competitive stent(s).¿ there was venous thrombosis. Several passes were made. The product was received by cerenovus product analysis lab on 04-jan-2022. On 06-jan-2022, additional clarifying information was received. The ¿convind technic used¿ was a misspelling. The correction information is that this was a combined technique that employed a stent retriever and suction was conducted. The additional information indicated that the sales rep confirmed that the thrombosis location was venous, not artery. The vessel characteristics could not be obtained. The venous thrombosis was present at baseline, the complaint device was used for the thrombectomy procedure targeting the venous thrombosis. The additional information also indicated that the distal end of the catheter ¿seems to be compressed.¿ no crack nor separation was noted. This changed the reportability of the complaint. On 10-jan-2022, it was confirmed that the additional information received on 18-nov-2021 regarding the location of the thrombus being in the arterial sinus was incorrect. The thrombus was a venous thrombus. On (B)(6) 2022, the returned device underwent evaluation and analysis. Based on the result of the product analysis, the event has been deemed reportable as a "malfunction." The investigational finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received; visual inspection was performed. The braided mesh was observed severely compressed and coiled. Dimensional evaluation: the inner diameter (ID) and outer diameter (od) were measured and found to be within specifications. Hub ID = 0.0715 inch; specification: 0.071 inch minimum. Distal ID could not be measured due the compressed condition of the distal tip. Actual microcatheter od = 0.0829 inch; specification: max. 0.0837 inch / min. 0.081 inch. Microscopic inspection was performed. The braided mesh was observed stretched. The polymer coating was observed damaged with exposed braided mesh at 51 ¼ inch, 51 ¾ inch, 52 ¾ inch, and 53 ¼ inch from the proximal end. No other damages or anomalies were observed. A review of manufacturing documentation associated with this lot (30555839) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during a thrombectomy procedure for an acute ischemic stroke with the target being a venous thrombosis, the 132cm embovac 71 aspiration catheter was used several times in a combined technique that employed a stent retriever; suction was conducted. The tip of the embovac was damaged and a concomitant microcatheter could not be inserted into the inner lumen. The complaint device was returned and the distal end of the device was observed severely compressed and coiled during the visual inspection. The ID and od of the undamaged sections were confirmed to be within specifications. The distal tip ID could not be measured as it was compressed. Microscopic inspection confirmed that the braided mesh was compressed with section of the polymer coating in torn condition exposing the stretched, braided mesh. The observed damages may have been the result of the device maneuvering due to difficulty encountered during the attempt to remove the venous thrombosis. Therefore, the reported issue was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿ exercise care in handling the embovac catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. E.1: the initial reporter phone: 03-5343-5611. The initial reporter email address is not available / reported. Updated sections: b.4, d.9, e.1, e.3, g.3, g.6. H.2, h.3, h.6, h.10, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. On (B)(6) 2021, additional information was received. The information indicated that the embovac was used to remove a thrombus in the arterial sinus. On (B)(6) 2022, it was confirmed that the additional information received on 18-nov-2021 regarding the location of the thrombus being in the arterial sinus was incorrect. The thrombus was a venous thrombus.

Event description:
The healthcare professional reported that during a thrombectomy procedure for an acute ischemic stroke (ais); the location of the occlusion is not known, the embovac aspiration catheter (ic71132ca / 30555839) was used several times with competitive stent as a combined system. However, the tip of the embovac got damaged and a concomitant microcatheter could not be inserted into the inner lumen. It was not clear if a continuous flush was maintained. On 18-nov-2021, additional information was received. The information indicated that the embovac was used to remove a thrombus in the arterial sinus. Three aspiration catheter with proximal balloon (asap) technique passes and two continuous aspiration prior to intracranial vascular embolectomy (captive) technique passes were done by combination with a 6mm stent. During the last captive pass, the firm thrombus was ¿bitten off¿ and it was difficult to remove. The physician commented that this may have led to the fracture of the embovac tip. As for suction, manual suction was performed with a back lock syringe. There was no report of any patient adverse event or complication.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30555839) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.